Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient only felt stimulation in the legs and not in the back where it was intended. The patient stated that she was aware that one of her lead wires had migrated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Extension: model 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Lead: model 3998, lot# j0406421v, implanted: 2004 (B)(6), explanted. Programmer: model 7435, serial# (B)(4).